Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose levels. The caller reported that the meter hung-up/froze when trying to calculate a bolus recommendation. Due to this issue, the customer was unable to receive a bolus recommendation and administered the incorrect amount of insulin. Due to not administering enough insulin, the patient began to experience symptoms of vomiting and convulsions. The patient was taken to the hospital. At the hospital the patients blood glucose level was over 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and was treated with an IV of insulin. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.